Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was not delivering insulin accurately. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/16/2017 with the following findings: the black box shows a replace cartridge alarm on (B)(6) 2016; deliveries never resumed. The black box shows a replace cartridge alarm on (B)(6) 2016; deliveries resumed (B)(6) 2016. An auto off was recorded on (B)(6) 2016 and deliveries resumed at 12:04. A replace cartridge alarm was recorded on (B)(6) 2016 deliveries resumed (B)(6) 2016. A replace cartridge alarm was recorded on (B)(6) 2016 and deliveries resumed on (B)(6) 2016. A replace cartridge alarm was recorded on (B)(6) 2016; the next prime was recorded on (B)(6) 2016. A replace cartridge alarm was recorded on (B)(6) 2016; the next prime was recorded on (B)(6) 2016. The total daily dose added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions, errors, alarms or warnings occurred during the investigation. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).